Event description:
It was reported that a device displayed an error code 322 alarm. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The device evaluation confirmed the reported symptom "error code 322" alarm. Further investigation could not identify a specific failed component. Evaluation of known contributors to ec 322 has led to the determination that the upper and lower auxiliary were the failing components and requires replacement. The upper and lowe auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.